Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, while performing a full-settlement radical gastrectomy for gastric cancer, when cutting the tissue, there was a poor staple formation. After using the product to cut the stomach, there was bleeding in the cutting edge. They used sutures and slits to complete the case. There was no patient injury.